Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1.5 years post-implant, it was reported that the patient had alarms during the night. The patient's event history indicated pump stoppages and driveline disconnected alarms while the patient was supported on the power module. The hospital planned to keep the patient for observation; however, the patient discharged himself and was advised to remain on battery support. Approximately 2 weeks later, the patient rec'd a pump exchange.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.